Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: log file analysis review found that there was array movement during the procedure which can be caused by the arrays not being securely attached. The amount of the inaccurate cuts cannot be determined. There are no defects found with the system or software. The assignable root cause was determined to be due to user error.

Event description:
It was reported that during a robotic assisted total knee arthroplasty procedure, the velys satellite station device was cutting out while the green light was lit and the cuts were off. The anterior cut and anterior chamfer cut were both good. The posterior cut was 3 mm posterior. We brought the saw back into both posterior and posterior chamfer planes to try and resect the remaining bone. The cuts remained off and we were not able to get those 3 mms. We then switched to manual instruments for the femur. We cut the tibia with the robot and were 3 mm proximal when we used our pointer. It appears that we resected more laterally than medially than planned, but the pointer said it was a uniform 3 mm. During an in-house engineering evaluation it was found that the device had inaccurate cuts. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.